Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. The device delivered one electric shock and after this, the second electric shock was diverted due to undersensing of fine vf. The device then delivered an electric shock which terminated the rhythm. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. The field representative confirmed the physician reprogrammed the device. Further information was received that this system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. The device delivered one electric shock and after this, the second electric shock was diverted due to undersensing of fine vf. The device then delivered an electric shock which terminated the rhythm. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. The field representative confirmed the physician reprogrammed the device. No additional adverse patient effects were reported. At this time, this device remains in service.